Event description:
(B)(4). It was reported during post percutaneous coronary intervention myocardial infarction occurred. In (B)(6) 2013, the subject presented to the office with complaints of chest pain on exertion which was suspected to be angina. Identified the subject's qualifying condition as stable angina and the subject was referred for cardiac catheterization. The subject was randomized into the evolve ii study and the index procedure was performed on the same day. Target lesion #1 was a long lesion located in the mid circumflex / distal circumflex with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation, placement of 2.25 x 20 mm study stent with 0% residual stenosis. The next day, the subject developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction. No action was taken in response to the event. The subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that one day post index procedure, the patient was discharged on dual antiplatelet therapy.